Event description:
The customer reported that during a mononuclear cell collection (mnc) procedure, the machine showed a hematocrit level too high in the collection bag. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the machine was tested at the customer site by a terumo bct service technician. The strobe lighting appeared too high. The lighting was adjusted and the post-start-up test was completed successfully. A one year service history was reviewed for this device and no records where identified indicating a specific issue with the device that may have lead to the reported condition. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: upper strobe light is too bright. Cause of the drift is undetermined. Correction: the upper user strobe light intensity was adjusted as appropriate, and the machine was returned to service.

Event description:
No medical intervention was necessary for this event.

Manufacturer narrative:
Additional information: customer states the device is working fine since the last lighting adjustment. No additional reports have been received regarding the reported condition. Correction: a new lower camera strobe cca was released in (B)(6) of 2014 to aid in adjustment.